Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter; product ID: 8709sc, serial# (B)(4), implanted: (B)(4) 2012, explanted: (B)(4) 2018, product type: catheter; product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(4) 2018, product type: catheter. The previously reported (B)(4) no longer applies to this event. The patient code has been updated to (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-mar-20, additional information was received from a manufacturer representative (rep). It was reported the patient described their "allergy like symptoms" as having a "fuzzy head", feeling weak and mild shallow breathing, "which are normal allergy symptoms for the patient". The patient did not have a return of pain during this period and did not have any change in their therapy. The rep also noted that the patient did not realize there was a problem with the pump until the alarms started. The patient was "recovering and doing fine after replacement" with no additional information from the managing hcp or patient. Pump logs were received that reported the drug in the pump as; hydromorphone (10.0 mg/ml, 4.896 mg/day), bupivacaine (7.5 mg/ml, 3.6720 mg/day) and fentanyl (500.0 mcg/ml, 244.80 mcg/day). Logs indicated the motor stall occurred on (B)(6) 2018 at 09:36. A stopped pump period may exceed tube set message occurred on (B)(6) 2018 at 09:36. The active alarm was silenced on (B)(6) 2018 at 11:44.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: (B)(6) 2013, (B)(4) ; product ID: 8709sc, serial/lot #: (B)(4), ubd: (B)(4) 2014, (B)(4); product ID: 8709, serial/lot #: n005414204, ubd: (B)(4) 2007, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a manufacturer representative (rep) via a patient and healthcare professional (hcp) regarding a patient receiving fentanyl (unknown dose and concentration), bupivacaine (unknown dose and concentration) and dilaudid (0.5 mg/ml, 0.024 mg/day) via an implantable pump for non-malignant pain and chronic low back pain. The rep reported that a motor stall was seen at initial interrogation. Per the rep, the motor stall occurred in march 2018 ("maybe the 8th but not certain") with no recovery. A normal refill occurred. It was reported that the patient was at home doing normal activities when the stall occurred. The patient started hearing a critical pump alarm beginning "possibly last tuesday". The patient stated the pump was audibly alarming every 10 minutes. The patient had no withdrawal symptoms and the patient was "fine with her therapy/pain". The patient also reported "allergy like symptoms" and was taking allergy medicine. The symptoms got worse, so the patient went to the emergency department (ed) on saturday. Per the rep, the patient had no magnetic resonance imaging (MRI) or electromagnetic interference (emi) exposure. Yesterday ((B)(6) 2018), the patient's pump and catheter was replaced. During the procedure, the hcp did not get much cerebrospinal fluid (csf) flow (also reported as "unable to properly aspirate the catheter during the pump replacement") with the existing catheter and "it was older" so the catheter was also replaced. The rep stated, "the patient wanted the pump replaced because there were no other issues with all the other pumps the patient had, despite hcp recommending that maybe patient did not need her pump replaced because she did not have any lapse in her pain therapy/no withdrawal symptoms dueto the motor stall". The facility disposed of the pump.